Manufacturer narrative:
No unexpected restart after battery change anomalies or unexpected restart alarms noted during testing. Unit passed pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop idle current test and run current test were in specification. The insulin pump had intermittent motor error alarms during rewind due to leaking oil on motor home switch. The insulin pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, loose/protruded drive support disk and moisture damage on all electronic assemblies.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after battery change. The insulin pump will be returned for analysis.